Event description:
A pt underwent coronary artery bypass graft and valve replacement surgery and received a 17 mm sjm regent valve; after confirming that the leaflets were mobile, the physician closed the chest. When the pt left the operating room, her blood pressure was unstable and it was noted valvular regurgitation recurred once every few heart beats. Tee confirmed regurgitation and showed inconsistent leaflet closure. The device was removed and replaced with another 17 mm sjm regent valve. The pt is reported to be in stable condition.